Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A photograph was provided and revealed that after being used in the procedure, the sheath expanded as intended and the distal tip was torn. A lot number was not provided the manufacturing mitigation documents reviewed were the latest revision released prior to the complaint occurrence dates. These inspections and tests are representative of those that the device went through during manufacturing. During manufacturing per procedure, the sheath shaft components is visually inspected under minimum 3x magnification. During manufacturing per procedure, the esheath tip is inspected for the following: inner diameter (ID), after scoring inspect tip, and ID scratches. During manufacturing per procedure, the esheath assembly is 100% final inspected by both manufacturing and quality for the following: critical dimensions for shaft outer diameter (od), tip ID, tip length, working length, coating length, and strain relief length. The tips are inspected for serrated transition, holes, or rough surface or tears, flash and excess material, presence of scoring and proper scoring on the od and ID as noted in the scoring procedure instruction, and/or appropriate assembly drawings. The distal tip is inspected for scratches, tears, bubbles, and alignment. Furthermore, expander insertion force testing and visual inspection of sheath for abnormalities both before and after the expander insertion force testing was performed on the finished work order under a sampling basis during product verification testing per procedure. All samples must pass these inspections and tests in order to be released. A device history records (DHR) review was unable to be performed as no lot number was provided. A review of the complaint history from january 2018 to december 2018 revealed other similar returned complaints for the trend categories above were confirmed. No manufacturing non-conformances were identified during the investigations of similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for all the trend categories. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿sheath distal tip ¿ torn¿ was confirmed based on visual inspection of provided photographs by the site, but no manufacturing nonconformance was identified during engineering evaluation. A review of labeling, IFU and training materials revealed no deficiencies. The manufacturing non-conformance related to improper tip scoring identified in the complaint history review is not likely to have contributed to the complaint as there is no radial tearing or evidence of stretching noted. Furthermore, there was no reported insertion difficulty with the sheath or insertion of the delivery system through the sheath. Additionally, as reported, ¿there was a significant amount of pushing/pulling, rotating and jiggling needed to maneuver the delivery system in to place in order to deploy the valve. The outer catheter was ¿married/unmarried¿ at least three times during the delivery¿. As such, it is likely that the excessive manipulation of the delivery system may have led to the distal end of the sheath to tear. The complaint was confirmed based on the photographs provided. No manufacturing non-conformances that would have contributed to the complaint event were identified. In this case, available information suggests that procedural factors (excessive manipulation of the delivery system) may have contributed to the reported complaint event. However, the definite root cause cannot be determined at this time. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for the failure mode. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Post deployment of a sapien xt valve in pulmonic position, upon removal of esheath from the right femoral vein, the esheath distal tip was found to have a visible tear. It appeared that the material was stretched/strained and it tore. There was no harm to the patient. The patient is stable. The hospital's risk management is holding the device at this time. As reported, nothing out of the ordinary was observed during preparation of the esheath prior to the procedure. After removal of the esheath, it was inspected under fluoro to determine if the area of concern consisted of radiopaque material. The area of the sheath that had a visible tear was radiopaque and therefore further inspection of the patient¿s vasculature was performed using fluoro to image the legs, abdomen and chest. No abnormality or visible particle was seen in the body. There was no difficulty inserting the sheath into the patient, but a ¿significant amount of pushing/pulling, rotating and jiggling needed to maneuver the delivery system into place in order to deploy the valve. The outer catheter was "married/unmarried" at least three times during the delivery.¿ per report, no root cause determinable at this time.